Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, cracked case at the reservoir tube window corner, cracked lcd window, and cracked battery tube threads.

Event description:
Customer reported the insulin pump had cracks on the reservoir area. Customer's blood glucose was unknown. Cracks are on the reservoir compartment and also upper left side of the screen. Customer was unaware how damage occurred. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.